Manufacturer narrative:
Testing was performed on the unit (not done by chart) and it was recorded that there was low purity @ 74% o2 @ 5 lpm. Stated that the filter is choked. The low o2 warning light did not illuminate during low o2 condition. Per manish, the filter was placed in another unit and it ran at 92% o2. If any new information is discovered, a follow-up report will be submitted.

Event description:
The concentrator failed to deliver the appropriate concentration of oxygen after running a total of 650 hours. Due to the failure of the unit the user was admitted to the local hospital and then admitted to another hospital after two days due to the seriousness of the patient's condition.

Manufacturer narrative:
The device was not returned for an evaluation. The distributor fixed the issue and the customer is satisfied with the service. Device is back to normal and has been with the customer for a few months with no negative feedbacks.